Event description:
Techs tested a few map802 lot i3200996, spring will not bounce back. Clinical site notified mfg rep [manufacturer representative] directly of event and coordinating return of product. Manufacturer response for angioplasty pack, (brand not provided) (per site reporter).